Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer, and customer confirmed that power cord was broken. Multiple attempts were made to obtain the device evaluation, repair, and operational status with no approval from the customer. No additional details regarding the reported issue and its resolution is available. The device remains at the customer site.

Event description:
It was reported to philips that the device's battery cannot be charged. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.